Event description:
On (B)(6) 2012, the reporter contacted animas to report that on (B)(6) 2012 the patient obtained the elevated blood glucose readings ranging from 200 mg/dl to 487 mg/dl. At that time, the patient experienced the symptoms of nausea, excessive thirst and tested positive for trace ketones. The patient administered self-treatment by taking a bolus dose of insulin via a syringe injection. She did not seek any medical attention. The patient also noted that on (B)(6) 2012 the pump was exposed to water, and she found moisture and corrosion in the battery compartment. The patient was able to successfully clean out the pump's battery compartment and replace the battery. Troubleshooting revealed no issues with the infusion set of infusion site, all pump settings, programming, basal rate setting and date/time were correct. All total basal/bolus doses given correctly matched those programmed. Although the pump was exposed to moisture, the pump appeared to be functioning appropriately afterwards. There was no evidence the pump was not accurately and correctly delivering insulin. However, as the patient allegedly suffered blood glucose levels and symptoms suggesting severe hyperglycemia while using the pump, this complaint is being reported.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 submitted: 09/17/2012 device evaluation: the pump has been returned and was evaluated by product analysis on 08/23/2012 with the following findings: no activity outside normal use observed in the black box or download history. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.